Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6).

Event description:
It was reported that the patient was having chest pains and blisters on the right arm while stimulation is on. The patient was also having pain near the implantable pulse generator (ipg) site. Additionally, the patient was experiencing inadequate stimulation. High impedances were noted on the leads. The patient declined the reprogramming request. All device components were explanted and were kept by the medical facility. The patient was doing well postoperatively.